Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, two tips of two devices overheated and melted the sleeve. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This record addresses one of the instances of the reported overheating and melting sleeve.

Event description:
It was reported that during a surgical procedure, two tips of two devices overheated and melted the sleeve. It was also reported that the broken piece was retrieved from the patient. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This record addresses one of the instances of the reported overheating and melting sleeve.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.